Event description:
68 y.o. Male admitted in cardiogenic shock. Hemodynamics unstable and deteriorating so he was transferred to a hub site for higher level of care and advanced therapies. He was then implanted with an impella 5.5. He was started on dialysis at some point during his admission, as well as inotropes and vasopressors. Blood cultures were positive, indicating a mixed shock state, cardiogenic and septic. 3 days after impella implant, was having concerns with unreliable placement signal, however, flows remained > 4lpm. Covid diagnosis on day 5 of transfer. Placement signal no longer working. Crrt discontinued on day 5 of hospitalization. Patient was hypotensive intermittently requiring an increase in impella therapy performance level and an increase in vasopressors. Bleeding noted at jp axillary insertion site. (B)(6) 2025. Aic issues with alarms for air in purge system. Multiple attempts to change purge cassette however, aic not allowing team to complete. Aic was exchanged. Impella was discontinued for ongoing improvement, however, there was a need to re-insert a 2nd impella 5.5 device on (B)(6) 2025. This patients¿ clinical symptoms are consistent with a mixed shock state: cardiogenic and septic. For the major bleed at the jp site, this was most likely caused by the incision for the impella implant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the bleed was not determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.